Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and medical intervention. No product lot number was reported therefore no lot release records were reviewed. The omnipod user guide warns "test results below 3.9 mmol/l [70 mg/dl] mean low blood glucose (hypoglycemia). If you get results below 3.9 mmol/l [70 mg/dl] , but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l[70 mg/dl], follow the treatment advice of your healthcare provider," and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma or death." It also advises "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem," and "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
The customer reported on (B)(6) 2015 her blood glucose reached 1.1 mmol/l (20 mg/dl) while she was on a cruise. She had to seek medical attention and was treated with a glucose drip infusion. The nurse thinks the pdm had swapped the time zone automatically therefore she gave herself too much insulin as her afternoon basal dosage was considerably higher than her morning dosage.